Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was unable to charge the ipg out of hibernation. The patient kept getting an error code in the remote control and a double beep from charger when it is placed over the ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg out of hibernation. The patient kept getting an error code in the remote control and a double beep from charger when it is placed over the ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician suspected malfunction on the explanted ipg. The patient was doing well postoperatively.

Event description:
A report was received that the patient was unable to charge the ipg out of hibernation. The patient kept getting an error code in the remote control and a double beep from charger when it is placed over the ipg. The patient will undergo an ipg replacement.